Manufacturer narrative:
(B)(4): the band/balloon with 50.5 cm of catheter. The injection port with locking connector and 8.5cm of catheter. The tubing strain relief. Upon visual inspection, it was observed that no marks, scratches or punctures were observed on the tubing strain relief. The band/balloon was returned in two distinct parts, band was cut. The injection port was returned in locked position, all hooks were deployed. The locking connector was returned in unlocked position, it was also noted that the catheter was placed too far on the connection housing. The septum was punctured 10 times. A large scratch was also observed on the septum. The complaint is not confirmed, product analysis cannot confirm the reported event of tubing strain relief movement. A device history record review was performed and no discrepancies were recorded during the manufacturing process. Our investigations concluded that the device was manufactured to specifications and met all release criteria. It is also noted that each and every device is inspected prior to release.

Event description:
It was reported that after a gastric band procedure, upon reinvestigation of a band following the original surgery, it was noticed that the plastic cuff that should attach the velocity port to the tubing had slipped, and was lying intra-abdominally adjacent to the band balloon. Another device was used to complete the procedure. No adverse patient consequences were reported.